Manufacturer narrative:
(B)(4).

Event description:
The patient experienced seizures. The patient was to undergo a ¿stat¿ MRI. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model 8709, lot# l71606, implanted: 2002 (B)(6), explanted: unk. (B)(4).